Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction revision with two 550cc mentor memorygel breast implant and experienced bilateral capsular contracture, baker grade 3 post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2021. Upon explantation, the right-side device was found to be ruptured. This report is for the left side device.